Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
A (B)(6) year old asian male patient presented with acute myocardial infarction and cardiogenic shock. An impella lp2.5 was inserted without any reported issue, however, patient developed ischemia during the course of support. As treatment, the physician administered ECMO in the opposing femoral artery and the condition improved.